Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "there was a fire that started inside of the fm30. It is unknown if the device was being used on a patient at the time of the reported event.

Manufacturer narrative:
Additional information were received and it was stated that the fire was contained within the device. There was no fire visible, only smell and melting plastic were observed. There was no need to use the extinguisher as there were no flames observed. Biomedical engineer stated that it is suspected that the liquid entered the enclosure of the fm30 trough the screw that secure the monitor screen. Multiple components were damaged due to overheating and needed to be replaced. The problem was resolved by biomedical engineer replacing the following parts: av-fm30 mechasy top cover housing (451261010391), av-fm30 recorder adapter board (451261011211), av fm20-50 small parts kit s&c (451261025041), av fm20-50 small parts kit p&l (451261025031), thermal print hd, 216mm prntwdth, 800ohm (451261010381), av fm20/30-display assy 5-wire (453564435191) which is considered as all that is warranted for this issue. The device remains at the customer site.

Event description:
The customer reported that "there was a fire that started inside of the fm30. Patient involvement is unknown. There was no report of patient or user harm.